Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was reported that tower door 3 had encountered a failure. A field service engineer effectively replaced the door latch to resolve the issue. The device functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the pyxis medstation es system,it experienced a door malfunction. A customer has reported that a user was unable to dispense medication due to a malfunction. There were no adverse events or injuries reported based on this event.